Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified depleted battery. During the functional testing the reported issue was able to be duplicated. The pump was used on battery power without been charged by customer, pump was plugged in for 30 mins, battery was found charging normally and all the battery reading within the required specifications. The root cause of the issue was due to the customer did not, as required, recharge the battery pack after depleting it. Replaced battery also interconnect board for preventive. Performed preventative maintenance and all the functional testing.

Event description:
It was reported that the pump had a depleted battery. No patient injury was reported.